Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was implanted for retention and that they had a sudden onset of a new symptom in which their bowels were cutting loose. Patient stated last thursday and friday were good but that on saturday they were unable to urinate. Patient then stated that they could urinate but not 'normally'. Patient was on program 1 at .6 and increased stimulation to 0.7v and stated stimulation was comfortable and sunday was good. Patient decreased stimulation the day before the report. Patient stated their bowels then cut loose and they had very loose stool so they decreased stimulation to 0.6 on program 1. No further complications were reported. Additional information received from the patient reported pain in back and groin since couple of weeks prior and it was unknown if it was related to therapy or device. The patient mentioned the therapy had been off since (B)(6) 2018 and that the therapy had not worked for her symptom since implant. She indicated she started to have effect on her bowels about 2-3 weeks post implant. There was no mention of any trauma/falls/emi/activity. The patient was redirected to follow up with their healthcare provider (hcp) regarding removing therapy. No further complications were reported. Additional information received from the patient: patient continues to have back pain and has been constipated the past 4 days. The patient has an upcoming appointment with hcp on (B)(6) 2018. No further complications were reported. Additional information was received. It was reported that the patient stated her remote was not turning on. Patient stated its been like this since today since she checked. Patient also reported the last 4 days she had been constipated. Patient stated the device had been turned off for one month. Patient did not gather all the same dates as its been documented already. Patient was walked through remote control and directed to hcp. Patient stated she did not have an appointment until (B)(6). Patient wanted to turn off stimulation. Patient was walked through how to do so. Patient turned off. Patient was directed to hcp. Patient stated she has had adjustments and nothing was working and she had to self cath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.